Event description:
The customer reported a fluid leak from a coulter lh 750 hematology analyzer. The volume of the leak was approximately 40 ml of diluent, cleaner, and sample and was not contained within the instrument. The customer was running startup when the leak was observed. There were no errors or system messages that were observed in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/03/2015 and found that the customer had replaced the leaking, defective, normally closed tubing through pinch valve (vl3). He also replaced the normally open and tubing through vl3. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).